Event description:
The customer reported that insulin pump alarmed and insulin squirted out during the manual prime process. The caller mentioned that the device was also stuck in the prime loop. The blood glucose reading was 208mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device was received with cracked display window corner, cracked battery tube threads, and cracked reservoir tube lip.